Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-07466. The patient received two leads with the same lot number. It was reported the patient had a burning sensation and tenderness at the ipg site. The physician determined the ipg had flipped on its side. In addition, the patient had inadequate stimulation, and the physician had an x-ray taken which showed one lead had migrated. The physician provided an option for the patient, but it was reported the patient wanted the scs system to be removed.